Event description:
It was reported that during a cryoablation procedure, a polarx fit and polarmap catheter were selected for use. When the physician was navigating to the left superior pulmonary vein (lspv) while trying to cannulate the vein with the polarmap, the proximal end of the polarmap (outside of the patient's body) next to the electrical connection snapped into two pieces. The polarmap was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
The polarmap was visually inspected for the damaged shaft complaint observed in the field. The polarmap shaft had a kinked shaft near the proximal electrical connector. Upon closer inspection this kink was found to be broken and visible wires could be seen on the inside of the polarmap. Unintended use error caused or contributed to event conclusion code was selected based on the complaint. The complaint was confirmed as the device did have a kink/break that occurred during the procedure due to device manipulation.

Event description:
It was reported that during a cryoablation procedure, a polarx fit and polarmap catheter were selected for use. When the physician was navigating to the left superior pulmonary vein (lspv) while trying to cannulate the vein with the polarmap, the proximal end of the polarmap (outside of the patient's body) next to the electrical connection snapped into two pieces. The polarmap was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been returned for analysis.